Event description:
The customer reported that a blood donor unit yielded a false positive result with seraclone anti-a . The patient sample that had caused a false positive test result was sent to us for quality control, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the patient sample with the retained sample of seraclone anti-a and yielded a +/- reaction. The patient sample was sent for molecular abo typing to an external laboratory. We are still waiting for the result. A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported that a blood donor unit yielded a false positive result with seraclone anti-a . The patient sample that had caused a false positive test result was sent to us for investigational testing, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the patient sample with the retained sample of seraclone anti-a and yielded a +/- reaction. The patient sample was sent for molecular abo typing to an external laboratory. Molecular abo typing of the patient sample yielded the result: abo b101 / ax05-alike. The polymorphism of the a-allel has not yet been described. The external laboratory for molecular typing called it ax05- alike. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-a functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident

Manufacturer narrative:
This is our final report on this incident.